Event description:
It was reported that a user discontinued the ilet system due to difficulty controlling blood glucose, frequent alerts, and preference to return to a prior aid, with one reported hypoglycemic event followed by hyperglycemia after oral glucose treatment and subsequent pump removal. Symptoms included confusion, impaired focus, shakiness, dizziness, and a sensation described as feeling drunk. Outcomes included unexpected medical intervention with oral glucose to treat hypoglycemia, user discontinuation of the device, and initiation of product return, with no hospitalization reported. Investigation included multiple assisted training sessions, pump factory resets, and troubleshooting and education efforts. Investigation of this case revealed that the clinical course and device behavior were inconclusive for a device malfunction and that the cause of hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.